Manufacturer narrative:
(B)(4). Date sent: 7/23/2021. This is a analysis for a set of images submitted to ethicon endo surgery for evaluation. Image 1: shows an upper jaw loose that appears to be in an internal cavity. Image 2: shows an enseal shaft with the upper jaw missing. Image 3 and 4: show an enseal package, it shows lot u94c97 and nslg2s35 product code. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to how this issue occurred through photo analysis. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: u94c97. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a laparoscopic hysterectomy surgery the lower jaw fractured when the first seal was being performed. The fractured piece was extracted. The procedure was completed successfully. There were no patient consequences.